Event description:
It was reported that the patient submitted to the video procedure in an emergency secondary obstructive tumor of the sigmoid colon. During anastomosis of the rectum with descending colon, an opening area was observed on the posterior wall of the anastomosis due to the failure of the stapler not stapling the area to be anastomosed, being necessary to redo the anastomosis using a new circular stapler and 02 more loads for the echelon endo-stapler of 60mm. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2023. Batch # unk. DHR (device history review) is pending for lot # 787a74. When the DHR is completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut but not staple? Or did the device fully cut and partially staple? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/06/2023. DHR completed: an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.